Event description:
It was reported that the pacemaker (pg) had too low of voltage for the projected remaining capacity and resulted in error code 1003. This was trigged by high battery impedance and will continue to increase and disable rf telemetry as a result. Device replacement was recommended by technical services. The pg remains in service. No adverse patient effects were reported. Additional information was received that the pg was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the pacemaker (pg) had too low of voltage for the projected remaining capacity and resulted in error code 1003. This was trigged by high battery impedance and will continue to increase and disable rf telemetry as a result. Device replacement was recommended by technical services. The pg remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed that a low voltage alert, code 1003, was recorded and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that the pacemaker (pg) had too low of voltage for the projected remaining capacity and resulted in error code 1003. This was trigged by high battery impedance and will continue to increase and disable rf telemetry as a result. Device replacement was recommended by technical services. The pg remains in service. No adverse patient effects were reported. Additional information was received that the pg was explanted. No additional adverse patient effects were reported. Device received by boston scientific.

Manufacturer narrative:
Correcting bsc aware date in supplemental 1 from 09/08/2025 to 10/08/2025.

Event description:
It was reported that the pacemaker (pg) had too low of voltage for the projected remaining capacity and resulted in error code 1003. This was triggered by high battery impedance and will continue to increase and disable rf telemetry as a result. Device replacement was recommended by technical services. The pg remains in service. No adverse patient effects were reported. Additional information was received that the pg was explanted. No additional adverse patient effects were reported.